Event description:
It was reported that when the collagen was deployed with the tamper tube, a pop was felt in the pt's groin. The technologist that deployed the angio-seal reported that deployment "just didn't feel right." Manual pressure was held for 2 minutes and hemostasis was achieved. The distal pulses were checked following deployment and were present bilaterally. Later that same day, the pt complained of leg pain. The pt was taken back to the cath lab where a right groin occlusion was found. The pt was taken to surgery and the angio-seal was removed. The surgeon stated the anchor was found within plaque in the common femoral artery at the site of angio-seal entry, and collagen was present in the artery. The pt had some disease distal to the site as well in the superficial femoral artery. This disease was treated at the time of the angio-seal removal surgery. The pt recover well and has had no complaints since.

Manufacturer narrative:
No product was returned. A search of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) state that if collagen deposition into the artery at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombosis, percutaneous thrombectomy, or surgical intervention.